Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: cardiac tamponade requiring medical intervention. Device issue: none. It was reported that the first index procedure was performed in 2008, which consisted of the one xience v implanted in the proximal lad. Three days later, the patient returned with angina and his repeat angiogram showed a linear dissection of the second diagonal branch, with 70% stenosis. The patient was rehospitalized two days later. The linear dissection was treated with another xience v stent. The angina is not related to the index devices or the index procedure. The evening following the second procedure, the patient complained of chest pressure and shortness of breath. The echocardiogram revealed a pericardial effusion which was treated with pericardiocentesis. A pericardial drain was left in place and was removed the following day. These symptoms are possibly related to the second device implanted to treat the dissection in the second diagonal. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Cardiac tamponade, as listed in the xience v IFU, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. It is likely that the hospitalization is a secondary effect of the cardiac tamponade. However, a conclusive root cause for the reported patient effects and the relationship to the device, if any, cannot be determined.